Event description:
The patient underwent a successful spaceoar vue placement and transperineally fiducial markers placement. However, minutes after, the patient fainted upon rising from the procedure table. The patient experienced breathing difficulties, prompting a call to emergency services. The medical staff administered bag valve mask ventilation, attempted to use an oxygen mask, provided stimulation, and used an inhaler. The patient regained consciousness before being transported to a local hospital for further observation. The patient loss consciousness approximately for 1 to 3 minutes. The physician hypothesized that the syncope, might be associated with underlying chronic obstructive pulmonary disease and asthma conditions.

Manufacturer narrative:
Block h6: patient code e01119 is being used to capture the reportable event of loss of consciousness. Patient code e0111903 is being used to capture the reportable event of syncope/fainting.

Event description:
The patient underwent a successful spaceoar vue placement and transperineally fiducial markers placement. However, minutes after, the patient fainted upon rising from the procedure table. The patient experienced breathing difficulties, prompting a call to emergency services. The medical staff administered bag valve mask ventilation, attempted to use an oxygen mask, provided stimulation, and used an inhaler. The patient regained consciousness before being transported to a local hospital for further observation. The patient loss consciousness approximately for 1 to 3 minutes. The physician hypothesized that the syncope, might be associated with underlying chronic obstructive pulmonary disease and asthma conditions.

Manufacturer narrative:
Block h6: patient code e01119 is being used to capture the reportable event of loss of consciousness. Patient code e0111903 is being used to capture the reportable event of syncope/fainting.